Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer determined the issue was associated with the device speaker assembly. After parts replacement, the device was returned to functional use with no further issues identified.

Event description:
It was reported the device gives a speaker malfunction error. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.